Event description:
Caller states the pt tested 6.3 inr on the coaguchek xs system and 4.6 inr on a comparison lab. Coumadin was held based on device result and remained held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.